Manufacturer narrative:
A patient experienced high impedance and lead migration was reported to abbott. It was also reported that the left t12 had high impedance after a fall on all contacts. It was also determined the left s1 lead also had migrated. As a result, the left and right t12 leads were replaced, and the s1 lead was replaced as well. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17215. Related manufacturer reference number: 1627487-2021-17216. Related manufacturer reference number: 1627487-2021-17217. It was reported the patients left t12 lead displayed high impedance due to migration following a fall. As a result, surgical intervention was undertaken. During the procedure it was noted the patients left s1 lead also migrated. Both of the leads were explanted and replaced to address the issue. Note: all of the patients leads are being reported as it is unknown which leads migrated.